Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (resetting) was confirmed. As received, the charger/modem was resetting. Upon evaluation, the q1 transistor was internally shorted and the u13 processor was corrupted on the bedside board. The cause of the resets is the shorted transistor and corrupted processor. The root cause of the defective components cannot be positively identified. No adverse event resulted from the defective components.

Event description:
A us distributor returned a charger/modem indicating that it was resetting.